Event description:
Healthcare professional (hcp) reported a patient was injected in the midface with 1cc of juvéderm voluma® xc and in partial temple with .5cc of juvéderm vollure¿ xc. Three hours later, the patient experienced ¿serve pain, redness, itching, and serious swelling in the midface.¿ that same day the patient was treated with hylenex® 400 u in the right face and 300 u in the left face. The next day, the patient was given cefalexin 750 bid. The injector later confirmed that there was ¿no vascular occlusion, only allergic symptoms,¿ but they ¿could not rule possible lidocaine sensitivity as well.¿ the symptoms were resolved 3 days later. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00301 (allergan complaint # (B)(4). This MDR is being submitted for the suspect product, juvéderm voluma® xc.

Manufacturer narrative:
Concomitant medical products: concomitant therapies: juvéderm vollure¿ xc. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.